Manufacturer narrative:
A united states customer contacted siemens to report that two falsely depressed carbon dioxide, enzymatic (eco2) patient sample test results were obtained from a dimension exl with loci module (lm) instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse replaced the sample tubing, sample metering syringe and the sample probe tip. The cse checked all sample alignments. The cse ran a five replicate precision run with both levels of quality control material with acceptable results. The cause of the falsely depressed eco2 test results is unknown. The instrument is performing within specification. No further evaluation of this instrument is needed. MDR 2517506-2021-00328 was filed for the same event.

Event description:
Two falsely depressed carbon dioxide, enzymatic (eco2) patient sample test results were obtained from a dimension exl with loci module (lm) instrument. The same samples were repeated on the same instrument and similar test results were obtained. The repeat test results were reported as the correct test results to the physician(s). New samples were taken from the patients at an alternate facility and were processed on an alternate dimension exl instrument, with higher test results being obtained. The test results from the alternate facility were not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed eco2 results.